Event description:
The patient contacted lfs alleging inaccurate control high readings on their one touch ultralink meter. The patient did not exhibit any symptoms or seek any medical attention due to the reported issue. The test strips were in good condition and not expired. The control solution was stored properly and not expired. The patient obtained results of 133 and above with a range of 100-133. The technique of applying the control solution on the test was correct. The test strip vial was not cracked or broken. Customer care advocate (cca) had the patient retest and test strips fell out of range. Cca had the patient retest with a new vial of test strip and issue persisted. Products were replaced. The complaint is being reported due to the inaccurate control high reading.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.